Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was confirmed by review of radiographs and medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: 113631 comp primary stem 631120, 115370 comp rvs tray co 399710, xl-115364 arcom xl 44-36 std +3 hmrl brg 544670, 110032410 comp aug mini bsplt w tpr sm 64076752, 180550 comp lk scr 3.5hex 4.75x15 st 344030, 180550 comp lk scr 3.5hex 4.75x15 st 344030, 180552 comp lk scr 3.5hex 4.75x25 st 343720, 180552 comp lk scr 3.5hex 4.75x25 st 011370, 115396 comp rvs cntrl 6.5x30mm st/rst 536580. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04437, 0001825034 -2019 -04438, 0001825034 -2019 -04439, 0001825034 -2019 -04441, 0001825034 -2019 -04463, 0001825034 -2019 -04462, 0001825034 -2019 -04461, 0001825034 -2019 -04460. 0001825034 - 2019 - 04459

Event description:
It was reported that the patient underwent a primary left total shoulder arthroplasty. Subsequently, the patient was noted to have pain, stiffness, swelling and difficulty with adls. No additional patient consequences were reported.